Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the user facility did not train reprocessing staff sufficiently on handling and reprocessing in accordance with IFU. This issue is addressed in the instructions for use (IFU): IFU (reprocessing manual) warns on insufficient reprocessing as follows: "1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. " IFU states details of channel cleaning in the following item. "Chapter 3 cleaning, disinfection and sterilization procedures" olympus will continue to monitor the field performance of this device.

Event description:
The endoscopy support specialist (ess) observed a deviation when using the evis exera ii gastrointestinal videoscope by the tiger team. The ess observed that the facility was not using the air water channel cleaning adapter and was not flushing the auxiliary water channel. There was no harm, infection or user injury reported due to the event. This event is related to patient identifiers: (B)(6).

Manufacturer narrative:
The olympus representative observed cleaning process and the air water cleaning adaptor was not used and the auxiliary water channel was not flushed at bedside. Additionally, the pre-cleaning in-service included all cleaning, disinfection and sterilization information that is contained in the olympus manual. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.